Event description:
The user facility in japan reported an 83-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the impella had high purge pressure alarms and a kink in the catheter was noted. The impella cp was replaced. There was no patient harm.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into high purge pressure and product damage (cannula kink) has been completed. The product was returned for investigation. Full data logs were not provided for this case. The provided data logs were missing the case start activity, and purge pressure was observed to be high. No physical abnormalities were observed on the returned product. The cannula also showed no noticeable kinks. The pump was successfully primed, and high purge pressure was reproduced during the case. The pump was cut near the motor housing, and purge was seen coming out of the cut catheter. Further investigation revealed the biomaterial in the purge gap. As per the clinical details, high purge pressure was noted at the start of the case. The purge cassette replacement did not resolve the issue. The cannula kink failure mode was ruled out after investigating the product, and the clinical team did not report any damage on the cannula. The cause of the high purge pressure issue was most likely biomaterial, based on returned product investigation. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03679. D6a and d6b revised from the initial submission in accordance with updated procedures.